Manufacturer narrative:
Pump received with blank display, problem isolated to the pcb1 board. No heating up or vibrating noted. Unable to verify frozen display or power loss due to blank display. Pump was unable to download to thump due to blank display. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. No moisture damage noted to the electronic assembly per visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), and serial number label missing. Confirmed blank display, problem isolated to the pcb1 board. No heating up or vibrating noted. Was unable to verify frozen display or power loss due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump was vibrated and had a red led light flashing. The customer removed the battery it was too hot, changed a new battery and the pump continued to vibrate and the display turned off completely, when inserted the battery again, it only starts to vibrate but the display does not turn on. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed for display issue and the frozen display recurred after installing a new battery. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.